Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10814. It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker, the device and right atrial lead exhibited episodes of far r-wave oversensing. Programming changes were made. No adverse patient consequences were reported.